Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor passed with accurate readings however, found the sensor had a bent cannula. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 60, blood glucose reading 160 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised sensor would be replaced.